Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar catheter and the biosense webster failure analysis lab discovered the returned catheter condition of metal exposed on the peek housing and tip lumen transition. Initially it was reported that when the catheter was connected, there was a catheter sensor error(105 - 401). The cable was changed with no success. They changed the catheter and the issue was resolved. The procedure was completed with no patient consequence. This issue was easy detectable by the user. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab discovered on november 9, 2015 the returned product condition of the peek housing and tip lumen transition had a small area where metal was exposed and open with bubble with reddish brown material inside of it. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. The exposed metal was assessed as a reportable malfunction as the integrity of the catheter was compromised. The awareness date has been reset to the day the damage was noted on november 9, 2015.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a navistar catheter. It was reported that when the catheter was connected, there was a catheter sensor error(105 - 401). The cable was changed with no success. They changed the catheter and the issue was resolved. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and at the area of the peek housing tip transition, an open bubble was found with reddish brown material; metal was observed at the area. During a second visual inspection during the analysis and after the decontamination process, it was clarified that there was no metal exposed. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the external surface of the polyurethane (pu) exhibit evidence of scratches and abrasions induced by an unknown object. Further information received indicates that the catheter condition was not noticed before or after the procedure; it might have occurred while sending the catheter back for analysis to biosense webster inc. The catheter outer diameters were measured and it was found within specifications. During the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was tested for eeprom and sensor functionality and carto. The catheter failed during sensor functionality test on carto system. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint related to the catheter sensor error has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause. Regarding the catheter damage observed, the failure mode does not appear to be caused by any internal biosense webster inc. Processes.